Event description:
Event description guidant received information that at several days post-implant, electrograms for this device indicated ventricular loss of capture. There are no patient symptoms associated with this observation. Ventricular threshold and impedance measurements have been stable. The caller indicated the autocapture feature is on, and was inquiring why there is no back-up pacing.